Manufacturer narrative:
Additional information received indicated that it was not known if the stents were implanted in overlapping fashion. The patient¿s medical history is not available. The patient¿s post-procedure medical regimen was unknown. It is not known if the patient was complaint with the prescribed medical regimen. No additional information is available. The report received indicated that the patient was enrolled in a clinical study. The patient had two stents implanted during the study index procedure: a smart control 8 x 60 iliac stent, and a 120/150 smart sfa 7 x 150 stent. The target lesion was at the proximal portion of the right superficial femoral artery (rsfa). The lesion was reported to be: mildly calcified and moderately tortuous. The rate of stenosis of the lesion one (1) was 90%. The rate of stenosis of the lesion two (2) was 75%. Approximately twenty six months after the study index procedure, restenosis was found under contrast enhanced and computerized tomography (CT). Target lesion revascularization (tlr) was performed at the lesion one (1) and lesion two (2). The patient was reported to have recovered the next day. Additional information received indicated that it was not known if the stents were implanted in overlapping fashion. The patient¿s medical history is not available. The patient¿s post-procedure medical regimen was unknown. It is not known if the patient was complaint with the prescribed medical regimen. No additional information is available. The devices remain implanted in the patient and are not available for inspection. (B)(4 ): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery/vascular stents and is often associated with the progression of peripheral artery/vascular disease. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. However, without additional information, it is not possible to determine what factors may have contributed to this event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00544 and #9616099-2015-00545.

Manufacturer narrative:
(B)(6). Review of lot 15849814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00544 and #9616099-2015-00545.

Event description:
As reported, the patient was enrolled in a (B)(6). The patient had two stents implanted during the study index procedure: a smart control 8 x 60 iliac stent, and a 120/150 smart sfa 7 x 150 stent. The target lesion was at the proximal portion of the right superficial femoral artery (rsfa). The lesion was reported to be: mildly calcified and moderately tortuous. The rate of stenosis of the lesion one (1) was 90%. The rate of stenosis of the lesion two (2) was 75%. Approximately twenty six months after the study index procedure, restenosis was found under contrast enhanced and computerized tomography (CT). Target lesion revascularization (tlr) was performed at the lesion one (1) and lesion two (2). The patient was reported to have recovered the next day.